Manufacturer narrative:
Initial reporter occupation is patient/consumer. The patient's meter and strips were returned for investigation. The lot number of vial #2 is 63311221 with an expiration date of 31-jan-2024, however, vial #2 had no remaining test strips available for testing. Therefore, the patient's returned meter was tested with vial #1 and retention controls. The lot number of vial #1 is 60942022 with an expiration date of 31-oct-2023. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.8 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. The alleged results were observed in the meter¿s patient result memory. The same patient's toe was pricked for the other measurement. According operator manual, for a second measurement a new puncture of a different finger is mandatory. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek vantus meter serial number (B)(4) compared to stago analyzer with neoplastin reagent laboratory method. The lab tests were done in 2 different labs and the meter tests were done using 2 different vials of strips. On (B)(6) 2022 at 9:14 a.m. The patient had an initial meter result of 5.4 inr, at 9:18 a.m. The re-test meter result was more than 6.0 inr, and at 9:24 a.m. The 3rd re-test meter result was 5.5 inr while the lab result was 3.5 inr. The patient used the same toe for both meter tests. The time difference between the lab and meter tests was within 4 hours. Vial #1: the vial of strips used was from lot 60942022. On (B)(6) 2022 the patient had a lab result of 3.3 inr, a re-test lab result of 3.5 inr while at 1:37 p.m. The meter test result was 5.6 inr and at 1:40 p.m. The re-test meter result was 5.9 inr. The time difference between the lab and meter tests was within 4 hours. Vial #2: the vial of strips used was from lot 63311221. The patient's therapeutic range was 2.5-3.5 inr. The patient's interval of testing is weekly.